Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that when spiked a saline bag and tubing leaked saline from the y-site above the slide clamp, no harm to patient or staff.

Event description:
No additional info.

Manufacturer narrative:
Three samples of material number 2426-0007 were returned for investigation under (B)(4). From the investigation, visual examination was conducted and no damages or abnormalities were identified. The infusion sets were then primed and a leak was immediately identified at the outlet port of the second y-site smartsite. Further investigation of samples show that the bond between the smartsite outlet port and the tubing is lacking solvent allowing for fluid to leak out. From the manufacturer's investigation, reported lot was manufactured on february 06th, 2025 before actions state implemented for a similar condition reported. The following actions were defined: ¿ work order was generated on february 24th, 2025 to change the arrow of long distal machine. ¿ a quality alert was created and communicated on march 26th, 2025 to reinforce the verification of parts (with images of correct arrow vs incorrect arrow) before placing them on the long distal machine. A device history record review for model 2426-0007 lot number 25025086 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.